Manufacturer narrative:
Investigation results were made available. Updates: brand name, common device name, model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of received data: x-rays: the x-ray dated (B)(6) 2016 shows a pelvis overview. There is a total hip endoprosthesis implanted on the left side. The connection pin of the revitan stem is fractured and the proximal fracture piece is tipped to medial. Proximal laterally there is a possible sclerotic line visible in the femoral bone. Between the distal part of the stem and the bone a small gap medially as well as laterally can be seen until approximately half of the lengths of the distal part of the stem. It seems that a healed fracture of the femoral bone is located approximately at the height where the medial gap ends. Below the tip of the revitan stem in the medullary canal two metallic pieces can be seen. The above described x-ray is the only one showing the revitan stem. The other four x-rays at hand dated (B)(6) 2016 show the newly implanted revision stem which is not a zimmer biomet product. Therefore, these will not be further considered. Surgical report of revision surgery: current anamnesis: on (B)(6) 2016 the patient went to the hospital with the ambulance due to immobilizing pain in the left hip. The patient reports that he wanted to empty a wheel barrow. During this action he made a torsional movement with his left leg (status after total hip prosthesis with periprosthetic fracture and revision surgery in 2009) and felt subsequently massive immobilizing pain. He was still able to sit down and therefore he did not fall. Since the surgery the left leg is slightly shortened and he had difficulty to walk but was free of pain and could manage daily life autonomous without walking aids. Patient history: on (B)(6) 2007: mis total hip prosthesis pinnacle ii cup 54/36 mm, ceramic insert, stem 13 kho, head, stem cerclage due to intraoperative fracture of the femoral metaphysis on (B)(6) 2008 revision of stem left to revitan stem 140/16/65 and head 36 +5 on (B)(6) 2009 again unstable stem position and revision in niederbipp (reported in case (B)(4)). Surgical report: implants used: modular revision stem of manufacturer peter brehm, head delta ceramic ø 36 mm, l the indication for the revision is a fracture of the revitan stem implanted on the left hip joint. The patient does not remember any trauma. The fracture occurred spontaneously. The patient is in lateral position. At the opening of the fascia lata plenty of seroma drains out under pressure. A dorsal capsulotomy is performed. The joint liquid is clear without suspicion of infection. After removal of the muscles the joint can be dislocated and the proximal fracture part of the stem can be removed. Additionally, synovial tissue is scraped in this proximal region. A femoral osteotomy is performed so that an approximately 10 mm long flap can be lifted. Now the prosthesis can be well exposed and carefully removed out of the bone with the aid of the osteotome without problems. From previous surgeries there are still fractured drill tips in situ which can be removed. After jet-lavage of the medullary cavity the femoral flap is repositioned with three cerclages. A fourth cerclage is put distally to the osteotomy. The medullary cavity is reamed and a trial stem introduced which can be impacted still far too distal. The next trial stem can be impacted till the marking between m and l. The check with the image intensifier indicates a correct position and thickness of the stem. Therefore it is decided to use this size of stem. The original stem is impacted and shows a correct position by image intensifier check. The stem is distally locked with two locking screws. A trial neck m and a head 36 m are mounted and the joint reduced. The joint movement is good but the tension is a little too low, therefore it is decided to use a head l. The trial parts are removed, the original parts are mounted and the joint is reduced. The joint movement is still good and there is no indication for forced dislocation neither in internal nor in external rotation. A lavage of the joint is performed, a redon drain is placed, the muscles are re-fixed and the wound is closed. Devices analysis: visual examination: for easier handling the ceramic head has been removed from the stem during cleaning. Before the orientation of the components to each other were marked. The biolox option adapter remained on the head taper and is inconspicuous. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approx. 3 to 6 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. The macroscopic investigation of the fracture surfaces did (as far as visible) not reveal defects that could have triggered or favored the fracture. The proximal fracture surface has two levels. The more proximal level exhibits several fracture origins along the circumference which then combine to a single crack. In this region of the connection pin the lateral surface is slightly deformed towards the fracture surface. On the second level typical beach marks are visible; the curvature of these also indicates a fracture origin on the lateral side. After ca. One third of the surface a stripe of beach marks is covered by blackish deposits. On the medial side there is a small slightly polished stripe most probably representing the residual fracture. As the distal fracture surface shows a single level a metallic slice between the two levels of the proximal fracture surface is missing. Blackish deposits can be seen on approximately 40 % of the distal fracture surface starting from lateral. Closer to medial there are some loose whitish to yellowish spots which are removable and can be assigned to bone. The inside of the distal part¿s body is damaged. The edge of the lateral side is slightly deformed and worn, and there is a zone of whitish-greenish deposits in the area of the anterior shoulder. On the face surface an almost not visible mark most likely deriving from the setting instrument can be recognized. Further, there is a small polished stripe on the medial side. The anchoring surface and the face surface are damaged by scratches and instrument marks most likely due to the removal of the part. The distal part shows bone attachments only on its distal third. On the proximal fracture part of the connection pin there is a circumferential stripe showing surface changes adjacent to the blasted area. Closer inspection of the stripe with a low power microscope (leica m216 a, eq-ID 151663) revealed fretting corrosion, polishing, corrosion and some spots of blackish deposits. In the stripe transverse running cracks also located on the medial side could be detected. On the blasted surface of the pin some greenish deposits can be noticed on the anterior side. On the medial side there is a small polished stripe visible. The face surface of the proximal part reveals a small polished stripe on the outer edge of the medial shoulder. The anchoring surface of the proximal part does not show bone ongrowth. There is slight damage, mainly scratches. The longitudinal edge of the middle rib appears slightly polished and has some short transverse lines which probably could indicate slight signs of loosening. The biolox option head shows diffuse metallic smearing on the articulation surface as well as on the bottom. On the articulation surface an unpolished appearing area can be seen. It has a length of about 23 mm and a maximal width of about 8 mm. Additionally, there is a second unpolished appearing smaller zone which is difficult to identify. The surface was inspected under the microscope (nikon epiphot, eq-ID 151662) at 200-times magnification with differential interference contrast (dic). The border between polished and unpolished areas is clearly recognizable. The latter appear dark due to pull-out of ceramic grains. The intensity and amount of the darker appearing spots decreases towards the unloaded area. The hip prosthesis was revised after 7 years and 5 months in vivo due to a stem fracture. The x-ray showing the fractured revitan stem indicates direct contact between bone and stem only in the distal half of the distal stem part. As there is no x-ray follow-up at hand it is unclear if this situation existed already directly after implantation or developed during time in vivo. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. The proximal fracture surface shows two levels while the distal fracture surface has only one level. A thin metal slice between the levels is missing. On the proximal fracture part a circumferential stripe revealing fretting corrosion, polishing, corrosion and some spots of blackish deposits could be observed. Within this stripe transverse cracks are recognizable. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. The different deposits seen on the fracture surfaces, the connection pin and the inside of the distal part¿s body can be assigned to corrosion products. The slight deformation and wear on the inside of the distal part¿s body, the small polished stripe on the proximal part¿s medial shoulder, the slight deformation of the end of the lateral surface on the lateral side of the connection pin and the small polished stripe on the opposite side are all concomitants of the tipping of the proximal fracture part. The bone ongrowth seen on the revised parts seems to be in agreement with the x-ray showing direct bone contact between bone and stem only in the distal area of the distal stem part. It can only be hypothesized that a combination of factors, e.g. Sub-optimal bone support and fretting corrosion / corrosion on the connection pin may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. According to the patient history the cup which is not a zimmer biomet product seems to have never been revised since its implantation in 2007. The combination of products of different manufacturers has to be considered as off-label use. The biolox option head shows a main loaded zone which appears as an unpolished area. Because of this wear pattern it is assumed that there is a possibility of stripe wear. The second smaller unpolished appearing zone can probably be assigned to tipping of the proximal part. Based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider off-label use as root cause. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stems) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a revitan revision stem on (B)(6) 2009 on the left hip side and underwent revision surgery on (B)(6) 2016 due to implant fracture after an unfavorable leg rotating movement.